Event description:
It was reported that the patient presented with unstable angina and using a right radial artery access during the procedure of the mildly tortuous, mildly calcified, distal right coronary artery (rca) the 3.0 x 28 mm rx xience v stent was implanted using 14 atmosphere (atm) for 30 seconds to deploy the stent in the distal rca, then pulled the balloon back after deployment to a more proximal area of the stenosis within the rca. The balloon was inflated again for 30 seconds at 16 atm twice 1 minute apart without reported issue. Timi 3 flow was achieved. It was noted that resistance was met during retracting the catheter over the extra s'port guide wire after the second inflation and after removal from the anatomy of the stent delivery system (sds) the distal tip was found to be missing. Additional angiography of the vessel and anatomy did not indicate the location of the detached tip. There was no reported adverse patient sequela. No additional information was initially reported. Return device analysis revealed the tip was not detached; the balloon was separated from the outer member proximal seal and the balloon had inverted over the tip area. The device remains in one piece.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent remains in the anatomy; the stent delivery system (sds) was returned for analysis. The tip separation was unable to be confirmed however the sds was returned with the balloon inverted which is likely what was perceived by the account as the separation. The balloon was separated from the outer member at the proximal balloon seal. The difficulty removing the sds from the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove, broken/separated tips, or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.